Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed, moderately tortuous, moderately calcified lesion in the mid left anterior descending (lad) coronary artery via radial access site. A 2.5x15mm xience xpedition rx stent delivery system (sds) was advanced and failed to cross the lesion after several forceful attempts due to interaction with the vessel. The sds was removed independently with resistance due to interaction with the vessel. Upon sds removal from the patient anatomy, it was noted that the proximal shaft was bent. Another unspecified sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported resistance met during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. The reported bend was confirmed. The investigation determined the difficulties appear to be related to challenging anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.